Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use referenced in the initial report is for the impella cp with smartassist in section: potential adverse events (united states).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a 36-year-old female patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed limb ischemia ¿ the limbs were cold and pulses could not be located on the doppler. Medical staff ordered the patient a bear hugger. The patient survived the event.